Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call to have sensor issues. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device was programmed with test mini link transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph.